Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
A provider reported that a patient received a coolsculpting treatment on (B)(6) 2024, and on (B)(6) 2025. The patient received treatments using the cooladvantage coolcurve plus on the inner thigh applicator, and cooladvantage petite coolcurve on the outer thigh and banana roll and presented with paradoxical hyperplasia "(ph)" in the inner thigh and banana roll post treatment.

Manufacturer narrative:
Additional information: paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
A provider reported that a patient received a coolsculpting treatment on (B)(6) 2024, (B)(6) 2024, and (B)(6) 2025. The patient received treatments using the cooladvantage coolcurve plus applicator on the inner thigh, cooladvantage petite coolcurve applicator on the inner thigh and outer thigh, and banana roll, and using coolsmooth pro applicator on the outer thigh. Patient was presented with paradoxical hyperplasia "(ph)" in the inner thigh and banana roll post treatment.